Event description:
A malfunction alarm occurred, and it was identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, and this resolved the issue, allowing the customer to continue using the device. The customer was advised to contact technical support if the malfunction recurs, and they acknowledged and understood these instructions.